Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit of this cardiac resynchronization therapy defibrillator (crt-d), interrogation revealed a message to check the shock lead. Daily measurements have been between 70-110 ohms for the past three months. The right ventricular lead rate/sense impedance measurement is stable. No stored electrograms suggested a connection issue or noise. An internal technical service consultant was contacted regarding the alert. Ts explained that the shock impedance is tested every 21 hrs which means there will be a day with two measurements. Device displays most recent measurement, not necessarily the out of range measurement. As all measurements were within acceptable range, the physician had no concerns regarding system performance and did not feel further testing was warranted. Testing in multiple vectors revealed a high out of range shock lead measurement, however the reported follow up measurement is within acceptable guidelines for this system. Further monitoring was recommended. No adverse patient effects were reported.